Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. A lot number has not been provided, without a lot number a review of the manufacturing records could not be conducted. The rheumatologist has requested and been provided with a sample of the mesh for reactivity testing. If/when the results of the testing are provided to davol, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2013 the patient underwent implant of a bard/davol composix lp mesh. At the end of the procedure the patient was unable to be extubated (for unknown cause) and was transferred to the main hospital in which she was admitted for one week. Since the implant the patient has experienced a rash on her body. The patient has a history of rheumatoid arthritis and has been evaluated by a dermatologist, hematologist and the allergist/rheumatologist. No cause has been identified for the rash and the patient is showing some increased level of reactivity in the blood which cannot be definitively diagnosed. The rheumatologist has requested and been provided with a sample of the mesh for reactivity testing.

Manufacturer narrative:
This is an addendum to the initial MDR to document the results of the reactivity testing. The patient's physician has reported to davol that the reactivity testing was completed and the patient showed no adverse reaction to the mesh. Based on the results of the reactivity testing it can be determined that the mesh performed as intended and the patient is not having an allergic reaction to the mesh. Remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2013 the patient underwent implant of a bard/davol composix lp mesh. At the end of the procedure the patient was unable to be extubated (for unknown cause) and was transferred to the main hospital in which she was admitted for one week. Since the implant the patient has experienced a rash on her body. The patient has a history of rheumatoid arthritis and has been evaluated by a dermatologist, hematologist and the allergist/rheumatologist. No cause has been identified for the rash and the patient is showing some increased level of reactivity in the blood which cannot be definitively diagnosed. The rheumatologist has requested and been provided with a sample of the mesh for reactivity testing.